Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had right upper thigh paresthesia with boluses on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (2.4 mg/ml at 1.2291 mg/day), fentanyl (2000.0 mcg/ml at 1,024.3 mcg/day) and bupivacaine (9.5 mg/ml at 4.8654 mg/day) via an implantable pump. The indication for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported the patient complained of right upper extremity paraphasia with boluses beginning on (B)(6) 2018. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone, bupivacaine and fentanyl. No action was taken and the issue was noted as ongoing. The patient's weight was (B)(6).